Manufacturer narrative:
(B) (4). Literature article citation: good et al. Can posterior-only surgery provide similar radiographic and clinical results as combined anterior (thoracotomy/thoracoabdominal)/posterior approaches for adult scoliosis'. Spine 2010;35:210-218. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient, who underwent a posterior spinal fusion with pedicle screw fixation, suffered from coronal imbalance which required an early revision surgery.